Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for afib ablation. It was mentioned that the faradrive sheath was opened and prepared normally. When the faradrive sheath was inserted into the body and farawave catheter was introduced, the physician tried to aspirate several times to remove the air bubble from the sheath. As per the physician opinion, the seal on the faradrive sheath was not tight enough, so allowed air into the sheath after aspirating it for multiple times. No damage was noted on the dilator. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. It was further reported that no abnormalities were noted during the preparation of the sheath. Pump, sigma spectrum irrigation was used and the flow rate was as set to standard. The guidewire was at the tip of the catheter and the air bubbles was observed in faradrive sheath and aspiration syringe, no air were seen in the patient.

Event description:
It was reported that faradrive steerable sheath clear was selected for afib ablation. It was mentioned that the faradrive sheath was opened and prepared normally. When the faradrive sheath was inserted into the body and farawave catheter was introduced, the physician tried to aspirate several times to remove the air bubble from the sheath. As per the physician opinion, the seal on the faradrive sheath was not tight enough, so allowed air into the sheath after aspirating it for multiple times. No damage was noted on the dilator. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. It was further reported that no abnormalities were noted during the preparation of the sheath. Pump, sigma spectrum irrigation was used and the flow rate was as set to standard. The guidewire was at the tip of the catheter and the air bubbles was observed in faradrive sheath and aspiration syringe, no air were seen in the patient.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.